Event description:
It was reported that the customer smelled insulin from the insulin compartment. Customer stated that the compartment is not wet or sticky. Pump has crack and has had troubleshooting performed previously. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The hospital does not provide the customer with a new pump, so the customer is using a broken pump. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.